Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. There were no reported complaints about the functionality of the device, only that the pocket was too shallow and created pain to the patient. The possibility that electrical leakage could cause pain at the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. Device exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to the ipg moving in the pocket and was too superficial. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. The position of the ipg was fixed following the ipg revision.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to the ipg moving in the pocket and was too superficial. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. The position of the ipg was fixed following the ipg revision.